Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the reported device expiration issue appears to be related to the use error. It was reported that the xience prime below the knee (btk) was used past the expiration date. A review of the xience prime label attached to the lot history record for this lot was conducted indicating a manufacturing date of 28-march-2024 with an expiration date (use by date) of 27-march-2026. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2026. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience prime below the knee (btk), instructions for use (IFU) states: note the ¿use by¿ (expiration) date on the product label. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 2017 - use after expiration. The additional devices referenced in b5 is being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat lesions in the left posterior tibial artery and left peroneal artery. A 3.5 x 28 mm xience prime drug-eluding stent (des), 2.5 x 28 mm xience prime des, and a 3 x 28 mm xience prime des were implanted without issue. However, it was later determined that all three stents were expired. The physician was aware that the stents were expired; however, he decided to use these stents as it was the best solution for his patient and there were no other therapeutic solutions available to him. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.